Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 10ml of liquid cleaner from the needle bellows onto the counter. The instrument generated "bellows not draining" error messages. The customer was wearing a lab coat, face protection, and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) observed that the leak was from a cracked blue I-beam tubing connecting feed-thru fitting (ff) 173 and ff183 at pinch valve (pv) 49. Pv 49 is used to control the dispensing and priming of the backwash pump. The fse replaced the affected tubing. No further evidence of leaking was observed. The fse verified the service activity performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).